Event description:
It was reported, the patient never had therapeutic effect. It was stated, the implantable neurostimulator (ins) ¿never worked¿ since implant and the patient has had four surgeries since. It was unclear what these surgeries were for and if they were device related. The patient was continually vomiting and was sick. They lost 60 pounds. It was stated there was a ¿malfunction¿ with the ins. The patient had an appointment with their healthcare provider in six weeks. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).